Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was non-functional. The cause for the failure was that the rear response button cover was missing and the contact area was damaged. The root cause of the damaged response button cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that an (B)(6) patient's response buttons were not activating the monitor.